Event description:
Customer reported a barcode misread at position a11 when running ortho hbc elisa using ortho summit. Instrument read the position a12 barcode for position a11, then indicated that position a12 was not required for testing. No error message was generated. An fse was dispatched and he was unable to duplicate the occurrence. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.